Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the mornign of (B)(6) 2021, the patient was feeling nauseous, and was driven to the hospital by his neighbor. At the hospital the cgm was 80 mg/dl and the bg finger stick was 298 mg/dl. The patient was diagnosed with diabetic ketoacidosis, and treatment included an insulin drip and IV fluids. He remained for observation at the hospital for 17 hours and was then discharged home. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.